Event description:
Reporter complaining the screws were put in her l1-l3 vertebra and they shattered less than a year after insertion. The top 2 screws are broken and the bottom 2 screws are backing out. As a result she is having a lot of pain. Stated I can feel the screws moving and sometimes they pop and the live-in aide has to put them back in place.